Event description:
It was reported that a patient arrived in the hospital with an acute myocardial infarct. A percutaneous transluminal coronary angioplasty (ptca) with stent implantation was immediately performed. A few days later, the patient died. The patient had already been in poor health and their death was not unexpected. An autopsy revealed foreign particles in the right chamber of the heart. The source of the particles was questioned; however, the cardiologist told the st. Jude medical representative that the death was not from the foreign particles. The event date and date of death are month specific. The exact date was unknown.

Manufacturer narrative:
No product was returned and a review of the device history record was not possible since the lot number was unavailable. However, information received indicated that the foreign particles found in the chamber of the heart at autopsy did not cause the patient's death; the patient was in poor health and the death was not unexpected. The source of the particles remains unknown.